Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator is alarming svc relief constantly. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to reproduce the reported issue vent is alarming svc relief constanly" during bench testing. Event trace download does not reveal any critical alarm. Vent passed 94 hrs. Of extended test without any power issue or unusual alarm condition. However additional problem found unit fails initial final test. As a resolution, replaced o2 (oxygen) blender module.